Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The device was not pumping and there was no fluid in the system. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The device was not pumping and there was no fluid in the system. The device was removed and replaced. There were no patient complications.